Event description:
Clinic notes dated (B)(6) 2016 note that the patient has been followed for vns site infection secondary to (B)(6). It was noted that the patient was doing well. Analysis of the generator was completed on 02/22/2016. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. Analysis of the lead was completed on 02/24/2016. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to an infection. The patient underwent generator and lead (including electrodes) explant on (B)(6) 2016 due to the infection. The patient had undergone recently generator replacement on (B)(6) 2015 and lead replacement on (B)(6) 2015. The patient will undergo antibiotic treatment prior to undergoing vns reimplant. The explanted generator and lead were received for analysis. Analysis of the generator and lead are underway, but have not been completed to date. Review of device manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Clinic notes for the patient were received in which an infection was referenced. It was indicated that the patient got an infection at the vns site when it was placed and patient tends to pick and rub at the incisions. Per the patient's family, the patient was placed on antibiotics for 3 weeks post-op no additional relevant information has been received to date.